Manufacturer narrative:
. The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Event description:
It was reported that there was debris/foreign matter on the cone of the patient interface (pi). It is unknown if there was any patient contact. The procedure was completed by using a new pi. No additional information was provided. This report is 2 of 2 reported.

Manufacturer narrative:
Correction: after further review of the source document it was determined that there was no patient contact. Therefore, this is not a reportable event and no further information will be submitted. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.